Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending (lad) artery using an indigo system catrx aspiration catheter (catrx). It should be noted that the patient's anatomy was tortuous. During the procedure, the physician was unable to advance the catrx through a 6f sheath via radial approach to the target location; therefore the physician advanced a non-penumbra balloon guide catheter to try to dilate the artery. However, the catrx again would not advance past tortuous anatomy and upon retraction, the proximal end of the catrx snapped below the hub by the proximal end of the catrx. The catrx was therefore removed, and the procedure was completed using other devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the catrx was fractured approximately 25.0 cm from the hub. Bends and kinks were present throughout the length of the device. The guidewire lumen was undamaged. Conclusions: evaluation of the returned catrx confirmed a fracture. If the device is forcefully advanced against resistance, damage such as kinks may occur. Further manipulation of a kinked device may result in a fracture. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed additional bends and kinks throughout the length of the device. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.